Event description:
Customer reported film sizing needs adjusting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the film sizing. System operates as intended.